Event description:
On (B)(6), 2010, a respiratory therapist reports low no and n2 pressure alarms on an inomax ds, (B)(4), with subsequent device failure, while on a pt. The pt was manually ventilated with the inoblender for approx 40 mins while a replacement device was retrieved from another location in the hospital. The respiratory therapist states there was no harm to the pt and no adverse event occurred. The device was removed from service and returned to the company for inspection.

Manufacturer narrative:
Evaluation summary: the investigation of the device is complete and is as follows: the device was confirmed to have a leak that was traced to the pressure switch. The pressure switch was replaced and it was confirmed the leak stopped and was corrected. The root cause of the incident was a failed pressure switch.